Event description:
Restenosis was found six months after the procedure. It was treated and restenosis was found again three months later.

Manufacturer narrative:
As reported by the post market 2000 study, this pt initially presented with 2-vessel disease. Pre-procedure medications included aspirin 100mg/day, cilostazol 200mg/day & ticlid hydrochloride 200mg/day. Intra-procedure medications included heparin 9000 units, aspirin 100mg/day, cilostazol 200mg/day & ticlid hydrochloride 200mg/day. Pci was performed on a 48.9% stenosed lesion in the proximal right coronary artery (rca) & a 48.5% stenosed lesion in the distal left circumflex (cx). Direct stenting was conducted with a 3.0x13mm cypher stent at 16atm. Post-dilation was conducted with a 4.0x12mm balloon at 24 atm. Then a 3.0x23mm cypher stent was deployed in the distal left circumflex, the study target site, at 16 atm. Post-dilation was conducted with a 4.0x12mm balloon at 16 atm. Ivus was conducted. The residual diameter stenosis measured 28.8% in the proximal rca & 24.5% in the distal cx. Timi iii flows were recorded pre and post-procedure, in both lesions. Post-procedure medications included aspirin 100mg/day, cilostazol 200mg/day & ticlid hydrochloride 200mg/day. Three months later, coronary angiography was conducted a 90% stenosed & diffuse lesion was observed in the mid-to proximal left anterior descending artery (lad). The pt did not have any symptoms. One week later, to treat the stenosis, pre-dilation was conducted with a 2.5x15mm balloon at 12 atm. Then a 2.5x28 cypher stent was deployed at 12 atm in the mid lad. Then a 3.0x18mm cypher stent was deployed at 14 atm in the proximal lad. Post-dilation was conducted with a 3.0x20mm balloon at 12 atm. Residual diameter stenosis measured 0%. The pt was in stable condition and was discharged from the hosp. Additional details regarding this procedure was not available. Six months later, follow-up angiography was conducted & restenosis was observed in the mid to proximal lad. The pt did not have any symptoms. Approximately 1 month later, to treat the restenosis at the proximal lad, a 3.5x10mm cutting balloon was conducted at 5 atm. To treat the mid lad, a 3.0x10mm cutting balloon was conducted at 7 atm. There was 90% stenosis pre-procedure and 25%, post-procedure. The pt was in stable condition & was discharged from the hosp. Intra-procedure medications included heparin 6000 units. Post-procedure medications remained unchanged. Three months later, follow-up angiography was conducted & 90% restenosis is the proximal lad and 75% restenosis was observed in the mid lad. Dca was done to treat the restenosis was the proximal lad. To treat the mid lad, a 3.0x10m balloon at 10 atm was used. Residual diameter stenosis for both lesions was 25%. Intra-procedure medications included heparin 7000 units. Post-procedure medications remained unchanged. Please note that this product (cjs28250, lot no. I0705037) is not distributed in the united states. However, it is similar to the us distributed device, cxs28250. It is also not available for testing and eval. A pt with a history of angina, previous mi, previous pci (cypher stent implants in the proximal rca & distal circumflex) & hypertension experienced a recurrent episodes of restenosis post cypher stent implantations. Initially, the pt appears to have been admitted for a protocol-driven angiogram that revealed new stenosis of his proximal to mid lad. He was symptom-free at this time. He was discharged from the hosp at this point and returned for treatment 9 days later for treatment of this lesion. This pt's history puts him at increased risk for mace. Pre & intra procedural medications appear to have included asa, ticlid and heparin. The performance or recording of acts was not reported. The proximal of mid lad was described as 90% occluded and diffusely diseased. The safety & effectiveness of the cypher stent has not been established in these types of vessels and/or lesions. The lesion was pre-dilated prior to the placement of a 2.50 x 28mm cypher stent at a maximum inflation pressure of 12atm in the mid lad. This was followed by the more proximal placement of a 3.00 x 18mm cypher stent at a maximum inflation pressure of 14atm. It is not known if the stents were placed in an overlapping fashion or not. The stents were then post-dilated for a residual stenosis of 0%. The pt was discharged from the hosp in stable condition on medications that included asa & ticlid. Five and a half months after index procedure, a repeat angiogram revealed a 90% restenosis of the cypher stents that had been implanted in the proximal to mid lad. The pt was symptom-free at this time. The cypher stents implanted in the proximal rca, and distal circumflex were pt. The pt returned 1 month later for treatment of this event. The stents were treated with cutting balloon for a resultant residual stenosis of 25%. The pt was discharged from the hosp 2 days later in stable condition. Nine and a half months after the index procedure, the pt underwent a repeat angiogram that again revealed a 75%-90% restenosis in the proximal to mid lad stents. Again there was no problem with the cypher stents implanted in the proximal. Rca or distal circumflex. The restenosis was treated 2 days later with directional atherectomy & cutting balloon with a resultant residual stenosis of 25%. The pt was discharged from the hosp 2 days later in stable condition. Nine and a half months after the index procedure, the pt underwent a repeat angiogram that again revealed a 75%-90% restenosis in the proximal to mid lad stents. Again there was no problem with the cypher stents implanted in proximal rca or distal circumflex. The restenosis was treated 2 days later with directional atherectomy & cutting balloon with a resultant residual stenosis of 25%. Five days after this treatment, the pt was discharged from the hosp in stable condition. The products remain implanted in the pt and are thus not available for eval. Restenosis is a known potential adverse event post stent implantation. According to the procedural physician, restenosis is not (more)